Event description:
It was reported one month post implant that the device was unable to mode switch when there was slow atrial flutter. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507645, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).